Event description:
It was reported that a patient implanted with a preloaded multifocal toric intraocular lens (iol) in the right eye achieved postoperative distance visual acuity of 20/25; however, near vision was limited to 20/50. Refraction was noted as plano with -0.50 x 10, with no improvement observed upon trial lens evaluation. The patient also reported experiencing dysphotopsias, which were attributed to the lens design, with expectations for improvement over time. Despite these visual concerns, no lens exchange was deemed necessary. Further information indicated that the patient did not experience limitations in daily activities and did not have a loss of two or more lines of best spectacle corrected visual acuity (bscva). The pre-operative bscva was 20/80, with an intended target refraction of plano, and no pre-existing conditions affecting lens calculation were identified. No unplanned surgical interventions or medications outside the standard of care were required. A yttrium-aluminum-garnet (yag) laser capsulotomy was performed postoperatively without improvement in near vision. No further information was provided.

Manufacturer narrative:
Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 yag (yttrium aluminum garnet). Section h6: health effect - impact code: 4613 - minor injury/ illness / impairment (this code is used for the reported poor near vision & visual disturbance issues). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.